Manufacturer narrative:
Summary of evaluation: the results of the evaluation suggest that this event was the result of a less than optimum design of the fixation pins. Corrective action has long since been implemented to preclude this complaint mode. No similar events have been reported with the latest revision device.

Event description:
One of the spikes broke off the drill guide. There was no adverse consequence for the pt or delay in surgery or anesthesia time.